Event description:
A complaint was reported that the customer was not able to pace from the ablation catheter. The complaint stated that the stimulus was present on the ventricular channel instead of the atrium where the catheter was actually placed. The event description at this point was vague and was not indicative of a reportable event yet, since it was unclear whether or not the pacing stimulus was real stimulus or 'artifacts' on the ventricular channel. Upon further follow-up, on (B)(6) 2012, additional information was received confirming that it was a real pacing stimulus that captured the ventricle. This confirmation made this event a reportable complaint, thus resetting the alert date to (B)(6) 2012. The pacing performed was for assessment of conduction block. The stimulator used was biotronik (B)(4) (non-bwi device). The case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). It was reported that the customer was not able to pace from the ablation catheter. The system was sent to the (B)(4) for investigation. The system was tested and it was found functional with no evidence of pacing routing issues. Device record history (DHR) was reviewed and no anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required once that analysis repair report is completed. (B)(4).